Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was exhibiting low impedance. Computerized tomography (CT) scan found no change in the lead position. Insulation rupture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.